Event description:
It was reported that during a procedure the attachment broke on the patient's leg. The wound was flushed. A x-ray of the wound confirmed no injury to the patient. The procedure was completed using a backup device. There were no adverse consequences alleged with this event.

Manufacturer narrative:
The device is not available for evaluation. A follow-up report will be filed if the device is returned back to the manufacturer for investigation.